Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm error 25. Customer's blood glucose was unknown mg/dl. The customer was advised to remove the battery and wait for the red light to stop flashing and enter a new battery. The customer was advised that if in 4 hours after the issue no longer occurs the problem is resolved.